Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0012435998 was returned and analyzed. Visual inspection of the shaft area was performed. The inspection identified a shaft kink/twist at approximately 25.50 inches from the tip. The steering mechanism and deflection test were performed. The shaft was bending as initially intended and was bending in the plane. There is no difficulty, no friction, or any noise in the steering mechanism. In conclusion, the sheath failed the returned product inspection due to the shaft kink/twist. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the sheath had steerability issues necessitating its replacement to successfully complete the procedure. Additionally, it was noted that the cables of the auto connection box were visible. The auto connection box was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.